Event description:
It was reported that when the patient presented in clinic for follow-up the right ventricular lead exhibited high, out of range, hv lead impedance in shocking vectors involving the svc coil. The device was programmed to exclude the svc coil and dft testing was performed successfully. The lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).